Event description:
Customer contacted beckman coulter inc. With an erroneously normal frt4 result generated by the by the unicel dxi 800 access immunoassay system. The original result reported was 0.92 ng/dl and then it was repeated and result obtained was 1.14 ng/ml. The erroneous result was reported outside of the laboratory. There is no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer experienced qc problems at the time of the event. After the erroneous results, maintenance was performed on the instrument. Routine system check after the maintenance passed within the instrument specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.